Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were numerous issues with the backup battery (ebb). The ebb was replaced several times and reseated many more times [(B)(6)]. The system controller was replaced once a year ago [(B)(6)] and again with a fresh ebbs due to recurring ebb fault alarms. No further issues occurred after the exchange and a self-test was performed without any issues. Modular cable was inspected, and no obvious defects noted. Log files were submitted for review and captured ebb fault alarms on 15jun2024, 16jun2024, 18jun2024, 27jun2024, and 28jun2024. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 15jun2024 at 15:47:52, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The onset of the alarms was not captured. The alarms cleared on 16jun2024 at 08:59:18, reactivating on 18jun2024 at 08:05:05 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. The alarms cleared on 18jun2024 at 08:25:55 after the backup battery was reseated twice. The log file captured intermittent backup battery fault alarms (27jun2024 23:51:03 - 23:51:44, 27jun2024 23:51:46 - 23:52:11, 27jun2024 23:52:14 ¿ 28jun2024 08:32:35, 28jun2024 08:32:38 ¿ 08:32:58, 28jun2024 at 08:33:00 ¿ end of file) due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarm remained active through the remainder of the log file and did not impact the controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated this system controller exchange has resolved the alarms. A previous system controller exchange (MFR #: 2916596-2023-04298) as well as several previous backup battery exchanges and reseatings were noted. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h1: type of reportable event corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.